Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 20jun2023. Medwatch report # mw5118816. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while mixing menveo vaccine, pushing diluent into vial 2/2 (powder), some leaked around hub, another dose pulled to ensure adequate dosing. Bd (becton dickinson) syringe 0351034. Patient not impacted.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while mixing menveo vaccine, pushing diluent into vial 2/2 (powder), some leaked around hub, another dose pulled to ensure adequate dosing. Bd (becton dickinson) syringe 0351034. Patient not impacted.